Event description:
Boston scientific received information that this right ventricular (rv) lead was repositioned due to dislodgement, high pacing thresholds and decreased rv intrinsic waves. The rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.